Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not identify a lot specific product quality issue. A definitive cause for the reported slda (single leaflet device attachment) could not be determined. The reported worsening mr appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and the required intervention. It was reported on (B)(6) 2018 two mitraclips were successfully implanted treating grade 4 functional mitral regurgitation (mr), and reducing mr to grade 1-2+. On (B)(6) 2018, the medial clip was noted to be detached from the posterior leaflet (slda) and mr increased to grade 4+. It was hypothesized that the tissue of the leaflets was very fragile and damaged originally, which could have impacted the detachment of the clip. A second mitraclip intervention was performed, successfully implanting a third ntr clip between the two previously implanted clips, stabilizing the leaflets and reducing mr to grade 1-2+. No additional information was provided.